Manufacturer narrative:
The insulin pump was received with minor scratches on display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked case on reservoir tube window corner and missing end cap sticker. The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm.

Event description:
The customer reported via phone call that the insulin pump has physical damage. Customer stated the insulin pump is chipping around the battery compartment and will not close anymore. She also reported that the insulin pump alarmed button error. Blood glucose value is unknown. Customer was advised the insulin pump should be replaced. Since it was out of warranty; the customer was advised to speak to a diabetes therapy associate to arrange the replacement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.